Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarms. No moisture damage on electronic assembly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 24 mg/dl at the time of the incident and other blood glucose value was 28 mg/dl, 134 mg/dl, 104 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with glucose tablets. Customer states that drive support cap appears normal. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer alleges pump was over delivering low blood glucose and condensation on pump screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. Product will be returned for analysis.